Event description:
It was reported that the patient's device had low battery and that the patient was experiencing an increase in seizures, which the caregiver believed was due to low battery. It was also stated that it is more difficult to abort seizures with the magnet now; the caregiver believed this was due to the magnet becoming less effective due to the low battery. Further communication between the caregiver and the cm reported that the patient's post-ictal phase is now more severe and longer in duration as well. The patient's boyfriend also reported that the seizures were longer, as well as more frequent due to the depleting battery. It was noted that the device had not been checked by the patient's current neurologist and that the patient was looking to see a different neurologist to check the device. An implant card was received for the patient's battery replacement surgery. It was indicated that the replacement was prophylactic. No anomalies were noted on the received implant card. Follow-up with the physician referred to the patient indicated that the physician had not seen the patient or checked the device since 2017, where the device was stated to be doing well. No further relevant information was received to date.

Event description:
It was indicated that the device was discarded by the hospital per hospital protocol and will not be returned for analysis. No further relevant information has been received to date.

Event description:
The last impedance measurement noted from an interrogation performed on the date of explant was within normal limits.